Event description:
It was reported that while attempting to remove navio bone pins following a tka the navio pin driver separated into 2 pieces and back-up device was used. No patient injury involved.

Manufacturer narrative:
The device, was used for treatment. Functional inspection confirmed that the inner cylinder of the pin driver would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk file. The navio surgical technique guide (pn 500099 rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ this complaint reports that during tka, the navio pin driver separated into 2 pieces and back-up was used. The surgery was completed. No clinical/medical documentation has been provided for this investigation. The impact to the patient was reported as no delay and no injury. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. This issue is being further investigated and a corrective action has been requested.

Manufacturer narrative:
H10: a1. D10, h3: updated information. H11: g5, h6: corrected information.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Upon review of the returned pin driver, we were able to confirm the complaint. The inner cylinder would spin freely when spinning the pin driver around a bone screw. This is consistent with bug 614, the product support engineering team has been made aware of this occurrence and is working to fix the issue.